Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared. However, another malfunction alarm occurred soon after. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer would use manual injections as alternate insulin therapy to ensure that insulin delivery is not interrupted.